Event description:
The account stated the siderail didn't latch and when they were giving the pt her bath, the siderail went down.

Manufacturer narrative:
The technician found the siderail was latching and secured properly. Totalcare bariatric bed and totalcare bariatric plus therapy system user manual states: while raising the siderails, a click will be heard when it latches into the locked position.